Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial numbers were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device available for eval? No. Mfg date: unk. (B)(4). This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the cardiovascular intensive care unit (cvicu) due to ventricular assist device (vad) low flows and increasing liver function tests and upper gastrointestinal bleeding. Fresh frozen plasma were administered for an international normalized ratio (inr) of 1.7 prior to going to the catheter lab for suspected vad outflow cannula obstruction. Upon evaluation, it appeared that there was outflow cannula obstruction secondary to milking of the material between the vad cannula and conduit. The outflow graft was stented, however this was complicated by cardiac arrest and no vad flow. Cardiopulmonary resuscitation was performed and extracorporeal membrane oxygenation (ECMO) cannulation was completed. Within one hour of cardiac arrest, the patient¿s course was complicated by myoclonus and diagnosed with status myoclonus via an electroencephalogram. The patient was treated with anticonvulsant medication. An attempt to wean sedation lead to atrial fibrillation with rapid ventricular response (rvr) and a return of myoclonus. The patient¿s family decided to change the code status to do not attempt resuscitation (dnar) and move the patient to comfort care. The vad was disconnected and the patient expired. The vad remains in the patient. No further details were provided as part of the event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.